Event description:
After an implantation period of approximately 9 months, oversensing on the ventricular and farfield channel was reported.

Manufacturer narrative:
This lead was explanted on (B)(6) 2019. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed multiple signs of wear and abrasion along the lead body. The insulation was particularly abraded through approximately 22.5cm distal to the df-4 connector pin. These findings can be considered the root cause of the clinical observation. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Further inspection showed the ligature marks approximately 25cm distal to the is4 connector pin. In this area cuts in the insulation were observed which occurred most likely during the extraction procedure. Furthermore, the shock coil was found deformed which most likely resulted from the extraction procedure. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.